Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an out of range shock impedance (<20 >125 ohms). A guidant technical services (ts) consultant recommended have a maximum energy shock delivered through the lead to verify the continuity of the lead. The patient stated that they were going to go to a different facility to have this procedure performed. There have been no reported symptoms associated with this clinical observation.